Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the provided log file. The log file captured a few no external power alarms on (B)(6) 2025 while the mpu was in use. The alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased leading up to the alarms. The alarms resolved within a few seconds when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number (b(6) was not returned for analysis. Available information for this event indicates that the mpu remains in use, and no further issues have been reported at this time. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions and yellow wrench alarms. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation. The patient was transferred from a facility back to the hospital and there were some concerning alarms at the time. Staff disconnected both power sources. The staff panicked and switched to the backup system controller. The controller should not have been exchanged, education was provided again. The controller was working as intended. The event log file recorded no external power events on the controller during the early morning hours of (B)(6) 2025 while connected to mobile power unit (mpu) power. Technical services stated this was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The patient was stable at the hospital and planned to be discharged to inpatient rehab. The mpu had a locking a/c power cord.